Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited over-sensing noise. It was noted that the noise was present when the patient would talk and move their arm. An x-ray was performed, and it was discovered that the lead was dislodged due to twiddlers. The lead was explanted and replaced. The patient was in stable condition.